Event description:
This report summarizes 8 malfunction events, where it was reported the devices experienced clinician not alerted/aware of possible patient fall condition. There were 2 events with patient involvement no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found. 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Event description:
This report summarizes 8 malfunction events, where it was reported the devices experienced clinician not alerted/aware of possible patient fall condition. There were 2 events with patient involvement no adverse consequences were reported.